Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number is unknown. Visual/microscopic inspection: the sample was returned. A kink was observed above the distal tip. No other anomalies were noted to the device. Functional/performance evaluation: the patency of the guidewire lumen was tested, and it passed with no issues. With the guidewire in place, an attempt was made to insert the balloon through the introducer sheath. The balloon was able to be completely inserted through the sheath with no issues. An attempt was made to inflate the balloon with water. Water was observed exiting the catheter. The catheter was punctured by the kinked wire at the location of the leak. The balloon was deflated without issue and was able to be retracted through the introducer sheath without issue. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for a kinked and punctured catheter. The investigation is inconclusive for failure to advance, as the reported conditions of use could not be recreated (i.e. Patient vessel). Per the reported event details, the device got caught on something while tracking to the lesion site, causing the wire to kink and puncture the balloon. Therefore, it is likely that patient factors contributed to the event. However, the definitive root cause could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. When back loading the catheter onto the guidewire, support the catheter and ensure that the guidewire tip does not snag or come into contact with the balloon. Do not continue to use the balloon catheter if the shaft has been bent or kinked. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon allegedly would not track to the lesion. The health care provider (hcp) further reported that due to heavy calcification, the catheter kinked and caused a puncture to the balloon. There was no reported retraction difficulty through the sheath. Reportedly, another balloon was used to complete the procedure. There was no reported patient injury.